Event description:
It was reported that the patient presented for remote follow-up via merlin.net with an increased capture threshold exhibited by the right ventricular lead. The patient was scheduled for revision and the lead was explanted and replaced. The patient was stable.